Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
As stated, "the patient had the depuy attune tibial implant originally placed on 2017. The patient underwent a revision of the knee in 2019. During the revision procedure, the physician noted the cement was not attached to the depuy attune tibial implant." Doi: (B)(6) 2017; dor: (B)(6) 2019; unknown affected side.